Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufactured between january 17, 2020 to january 23, 2020. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection of the photographs was performed which revealed a leak inside the housing caused by a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors leaked. The leak was identified in the housing for one device and near the fill port area for the second device. This was observed when filling the devices with cytotoxic medication. There was no patient involvement. No additional information is available.